Event description:
Patient had 3 year history of chronic back pain with lumbar stenosis and underwent thoracic laminotomies and implantation of a spinal stimulator approximately 2 months ago. At approximately 1 month post procedure, patient began to suddenly experience intense sensations that began in bilateral legs and traveled up in "strong, intense and quick waves" to testicles. Pain also went to his neck. The device was interrogated and found to be functioning properly and was turned off. Patient's symptoms did not resolve and he returned to surgery for removal of device. Patient reports pain level only slightly improved at this time.what was the original intended procedure?implantation of spinal stimulator.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.